Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cmos battery was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a procedure. It was reported that no signal was observed in system. Troubleshooting involved checking the complete system, cleaning the cpu internally, and replacing the cmos batteries and then perform bios setup. No patient was present at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.